Manufacturer narrative:
The instrument will not be returned to isi for failure analysis as it was discarded by the customer; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a piece of ultem from the instrument fell inside the patient and was retrieved. Although no patient harm, adverse outcome or injury was reported it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon was using the fenestrated bipolar forceps instrument to retract a very big tumor in the pelvis and grasp tough tissue. During one of these movements, the surgeon observed a broken cautery wire and removed the instrument. Later, it was noticed that a piece of ultem from the instrument had fallen inside the patient and was removed during the same procedure using traditional laparoscopic technique. There was no report of patient harm, adverse outcome or injury.